Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. External insulation abrasions were noted from 12.1 ¿ 14.1 cm from the pin and from 45.9-47.5 cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.